Event description:
It was reported that, during a coronary artery bypass graft surgery, the surgeon found that this right ventricular (rv) lead had perforated the heart wall. The surgeon pushed the helix back into the right ventricle and completed the procedure. Upon review of the presenting electrogram (egm), it was found that there was loss of capture (loc) at maximum output and high capture threshold at four volts. It was noted that this lead will be monitored further, and threshold output was decreased by reprogramming. No additional adverse patient effects were reported. Currently, this lead remains in service.